Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: customer fired the stapler and it fired. She pulled back on the black knobs of the handle and they returned but the reload would not open. She clipped on either side of the staple load and removed the stapler from the chest cavity. The knife blade was still at the distal end of the reload even though the black knobs returned like normal. It did not delay the case more than 30 minutes and there was no blood loss. No reinforcement material was used in conjunction with the stapling device.